Manufacturer narrative:
The manufacturer did not receive devices, or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a zimmer mmc cup 56mm/48mm code n on (B)(6) 2010 on the left side. The patient underwent a revision surgery on (B)(6) 2015 due to loosening of the acetabular component.

Manufacturer narrative:
Investigation results were made available. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. It was reported that the patient received an implant on (B)(6) 2010 and was revised on (B)(6) 2015 due to loosening of the acetabular component. The revision operative report, dated (B)(6) 2015 was reviewed. The preoperative diagnosis was: failed left total hip arthroplasty with acetabular loosening and neck erosion. A diffuse brown villonodular synovial tissue was encountered in the trochanteric bursa. Components noted to be well positioned. Moderate corrosive changes noted at the head/neck junction and on both sides of the adapter. No bone ingrowth on the cup observed. Possible causes for the reported event according to sap dfmea: aseptic loosening, metallosis due to deformation of the cup due to bad bone condition (e.g. Sclerosis). Possible: the bone quality of the patient is not known. Aseptic loosening due to failure of connection between coating (ti-vps) and substrate (cocr). Possible: the product was not returned for investigation. Migration of cup leads to loosening, pain due to surface does not allow bone on-growth. Possible: the revision report indicates no bone on-growth. Migration of cup short and long term , loosening due to inadequate planning and surgical technique, use of instruments. Possible: the correct handling of the device is out of the zimmer biomet control. Loosening of implant due to incomplete seating of the cup and not recognized by the surgeon. Possible: no x-rays were provided. Loosening of implant, subluxation due to cup implanted in wrong orientation (malpositioning). Possible: no x-rays were provided. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4)